Manufacturer narrative:
The report is filed october 7, 2015.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced an infection at the implant site; however, the issue could not be resolved. The device was explanted on (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery. It was also reported that the patient underwent revision surgery on (B)(6) 2014, to reposition the implanted device.